Event description:
Nobel biocare USA has received a report of an osseofailure for one implant part # unknown lot # unknown. Nobel biocare did not manufacture the implant returned. Per section 21 cfr 803. 22, it is required that the loss be reported to the FDA. Nobel biocare has determined implant direct, llc, most likely manufactured this implant.